Event description:
Customer's wife reported customer was not able to test his blood glucose due to delivery issue with their precision xtra meter. Customer's wife also reported customer experienced symptoms of dizziness, "rapid pulse" and loss of consciousness. Customer was taken to a health care facility where he was diagnosed with diabetic ketoacidosis. There is no report of third medical intervention for the customer's medical condition.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.